Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1 with s2 alar screws and vb replacements at l5 and s1. Approximately 6 months post-op the patient felt a pop when he rolled over in bed. The set screw had loosened and popped off. The patient underwent a revision surgery to put in new screws and go up to the adjacent level. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Films were supplied for review which found: ap, lateral lumbar films show grade 2 spondylolisthesis, isthmic type with large anterior osteophytes and disc collapse. Surgery included titanium cage at l5, pedicle screws at l4, l5, s1 and iliac screws. One of the l4 screws has loosened with set screw dislodging from tulip.

Manufacturer narrative:
Backed out set screw location within the construct unknown. Visually and microscopically examined set screw rod interface node and surface. Some damage noted to the initial portion of the first boss thread. Atypical witness marks noted on returned set screw rod interface surface. Asymmetrical rod interface witness marks noted within mas saddle consistent with rod angulation, suggesting rod did not have full contact in the saddle of the mas head at final tightening. The absence of upper thread flank witness marks on the final thread of the set screw indicate the set screw was not fully seated at final tightening. Starburst wear pattern on node suggests rod cyclic movement while set screw is backing out. The above observations are consistent with rod angulation in the mas saddle, and may not have been fully seated in the mas saddle at final tightening, resulting in incomplete engagement of the set screw, and subsequent back out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.